Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation. The subject device was received for evaluation and the customers complaint was confirmed. Device evaluation, outer tube inspection was performed, found broken off direction pin, slight bent on the outer tube noted. In addition, device was received without the protective tube. Dents on the distal edge of the objective window was observed. Debris in optical system and minor dents on the eyepiece (e/p) funnel noted. Faded marking on model ring noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. In addition, the following non-reportable malfunctions were found during the device evaluation; scratches on the outer tube and corrosion on the device. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported, during a procedure (unspecified), the doctor began to notice that the lens was separating from the working element. According to the report, at the end of the procedure, it was noticed that the connector pin was broken. Report stated that at the beginning of the procedure, there were no problems with the assembly and the telescope was intact. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device has not yet been received for evaluation, however, photo of the broken device was provided. In addition, follow up is in progress to gather additional information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.